Event description:
Boston scientific received information that during a routine follow up appointment, it was observed that this patient, programmed with automatic capture on, was pacing in retry greater than 40 percent of the time. The patient had been hospitalized due to an electrolyte imbalance, however this has been corrected. The device longevity was showing 2.5 years remaining six months ago and today is showing less than 0.6 years remaining. Technical services discussed why the device was pacing in retry for greater than 40 percent of the time. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.